Event description:
It was reported that the pump would not vibrate. Tandem technical support verified button settings/volume was set to vibrate and no vibrations occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.